Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection:the majority of the threaded conical part is broken off. No fragments were returned for investigation. Due due the damage the relevant dimensions cannot be verified anymore. The screw extraction set handling technique (dsem/trm/0614/0104(2) 11/16) was reviewed. In the removal of jammed screws section following statement is documented: do not use excessive strength, as the extraction screw could otherwise break. In the removal of cannulated screws following statement is documented: note: use conical extraction screws with care (danger of breaking). The complaint is confirmed as the extraction screw is broken as complained. This lot was manufactured in april 2017, all devices are shipped and we are not aware of any other complaint for this article- and lot number combination. Based on that and the findings above a manufacturing related issue can be excluded. Based on the provided information the exact cause of the breakage can not be defined. It can only be assumed that a mechanical overload during the extraction of a possibly blocked screw did lead to the breakage. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part: 309.530, lot: l335968, manufacturing site: bettlach release to warehouse date: 26.a,pril 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter: reporter is a synthes employee. Device evaluated by MFR: the device was received, and the product evaluation is in progress. No conclusion can be drawn. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during removal of a large locking compression plate (lcp) on an unknown date, a screw head was stripped off. Then, when the surgeon tried to remove the screw using an extraction screw, the tip of the extraction screw was buried inside the screw head, and the extraction screw broke off. All the implants and broken fragments were successfully removed from the patient's body as confirmed via image diagnosis. The procedure was successfully completed. There was no adverse consequence to the patient. Concomitant devices: plate (part: unknown, lot: unknown, quantity: 1), drill bit (part: unknown, lot: unknown, quantity: unknown). This report is for a conical extraction screw for large screws & 4.9mm bolts. This is report 1 of 2 for (B)(4).